Manufacturer narrative:
A device history report was conducted for lot number 8141418, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. A sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing, located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. We are currently conducting a long term study to determine the root cause for this event. Bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii closed IV catheter system was leaking at the adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was leaking at the adapter.